Manufacturer narrative:
Initial and final MDR (B)(4). - device 3 of 6. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 19-may-2024, it was reported by the patient parent that six infusions set tape not sticking. No further information was available.